Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the camera head¿s main body of the device was damaged and the ccd of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the ccd of the device was broken by excessive stress to the camera head¿s main body of the device. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.